Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the component functioned as expected. The unit was then installed onto a functional test platform (pftp) and found to be failing with 23087 error on the carriage during a sine cycle. During testing, the instrument sterile adapter (isa) board was aba tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure there were instrument engagement issues on arm 2 of the patient side cart (psc). The site tried several instruments, and all of the instruments worked on the other arms. The site reseated the sterile adapter as well, with no change. The issue was escalated to intuitive field service. The procedure was completed as planned, with no reports of patient injury.